Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. Reportedly the customer was able to resume the bolus without issues. Customer's blood glucose level was not impacted. As the occlusion alarm had occurred prior to contacting tandem technical support, and troubleshooting was declined by the customer, the cause of the occlusion could not be determined.